Event description:
Asr revision - acetabular component has unstabilized after surgery.

Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
J j (B)(4) reports: asr revision - acetabular component has unstabilised after surgery. Please note that this is the same issue as the customer with (B)(4): event happened after surgery. Acetabular component (cups) has been unstabilised after surgery - hip revision after the primary surgery. We marked that this might be adverse event, but it is on you to evaluate the event after I will let you know additional data. Full dob of patient not given just year of birth. The devices associated with this report were not returned. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; right asr xl acetabular system. Reason for revision: alval/soft tissue reaction. Update (B)(6) 2012: reason for revision, hip revised, type of revision.